Manufacturer narrative:
(B)(4). Results: photograph. An intra operative photograph was received, based on the photographic evidence no potential cause could be identified. A physical analysis of the device and subject staple cartridge could potentially provide evidence required to determine a potential cause. Unfortunately due to the long post operative nature of this complication no device will be returning for analysis.

Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported that after a sleeve gastrectomy procedure, the patient presented with a leak. An extraluminal air pocket was observed at the proximal portion of sleeve. The original procedure was performed on (B)(6) 2013 and the patient was discharged on (B)(6) 2013. The patient presented back to the e.r., (B)(6) 2013, with a high fever. A CT scan with IV contrast was performed and a leak was found at the proximal portion of the sleeve. On (B)(6) the patient began to vomit blood (500 cc¿s of blood-filled vomit was noted). Patient was brought back to surgery on (B)(6) 2013. During surgery, surgeon noted a 7 mm diameter ¿blowout¿ on proximal portion of gastric sleeve, proximal to the start of the oversewn staple line (from initial procedure). The surgeon inserted a g-tube into the blowout of the staple line, in addition to suturing to close the leak. A j-tube was also put in patient. During this procedure, the surgeon noted many malformed staples loose and in tissue from initial procedure. There were no other patient consequences reported. One device and all reloads were discarded.